Manufacturer narrative:
Sensor kit expiration date is 06/30/2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced "confusion and had a hard time waking up". The paramedics were called and upon arriving, glucose results of 50 mg/dl and 60 mg/dl were obtained. The paramedic treated the customer with oral "glycerin" and assisted them in eating food. There was no report of death or permanent impairment associated with this event.